Event description:
False negative result(s). The user reported that they tested positive for flu a at their doctor's office on monday, 12/22. They tested with a flowflex plus test on sunday, 12/21, on monday, 12/22, and on wednesday, 12/24, and all the results were negative for flu a, flu b, and covid.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090003 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4090003 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). The user reported that they tested positive for flu a at their doctor's office on monday, (B)(6). They tested with a flowflex plus test on sunday, (B)(6), on monday, (B)(6), and on wednesday, (B)(6), and all the results were negative for flu a, flu b, and covid.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.